Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During the procedure, when the physician went to advance the guide wire into the left superior pulmonary vein to undeploy, and the wire felt stuck. The physician went to undeploy and capture the catheter without the wire and removed the devices out of the body. The physician then attempted to advance the wire out in the undeployed state. The physician didn't see anything that resembled tissue and with a little more back and forth, the wire eventually popped out the end of the catheter and it "just gave suddenly". The device was replaced, and the procedure was completed successfully. No patient complications were reported.

Manufacturer narrative:
Upon device return and inspection, no damages were observed on the device. An attempt to insert the guidewire was made and it was unsuccessful since resistance was felt inside the guidewire lumen; therefore, the deployment of the catheter was not possible. The catheter was dissected to further inspect the guidewire lumen. Upon dissection it was noted that the guidewire lumen was heavily kinked distal section of the inner hypotube. Based on the evidence, the unintended use error caused or contributed to event code was selected for the finding of a broken / damage / kink guidewire lumen. It's likely that the damage in this location potentially occurred when the catheter was deployed/undeployed without fully inserting a guidewire to the distal catheter end, as well as guidewire placement or mishandling of the units during retraction techniques.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During the procedure, when the physician went to advance the guide wire into the left superior pulmonary vein to undeploy, and the wire felt stuck. The physican went to undeploy and capture the catheter without the wire and removed the devices out of the body. The physician then attempted to advance the wire out in the undeployed state. The physician didn't see anything that resembled tissue and with a little more back and forth, the wire eventually popped out the end of the catheter and it "just gave suddenly". The device was replaced, and the procedure was completed successfully. No patient complications were reported.